Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it had a hole in the hose and the rotations per minute (rpms) were below manufacturing specifications. It was further determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the low rpm¿s was due to worn out vanes due to normal wear over time. The assignable root causes were determined to be due to user error and normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) were below manufacturing specifications. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The customer provided a receipt/note with additional information regarding the event. It was clarified that the event was discovered on (B)(6) 2018 during an unspecified surgical procedure. According to the report, the device was damaged ¿hole in the hose¿ before the surgery started, but the issue arose during the procedure. It was further reported that the broken cord was also described as a hole in the hose. A spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of event was inadvertently documented as (B)(6) 2018 in the previous report. The date has been updated to (B)(6) 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.